Event description:
It was reported that upon unboxing of instrument, the customer noticed a gouge in the gas return port. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the end of the exhalation valve housing has a significant gouge on it. Functional testing found an impact to exhalation valve housing. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.